Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that suction loss - inadequate seal issue occurred three (3) times on the left eye (os) during surgery with an intralase patient interface (pi) after the patient was applanated and while laser firing. Initially, it was reported that only 15 percent of flap was created and the treatment was unable to be completed. One treatment was lost. Through a follow up, the account stated that same/one (1) pi was used three (3) times and that the flap was not lifted. The patient is to reschedule for lasik treatment at a later date. There was no loss of two (2) or more lines of best corrected visual acuity (bcva) reported and there was no patient injury reported. This report is two (2) of three.